Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, bleeding genital, spotting vaginal, uterine bleeding and cystoscopy. Previously administered products included for an unreported indication: depo-provera, percocet, neosporin, toradol and cytec. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("he left device had been expelled into the uterus/she had brought in the essure device that had been expelled from the tube/it had fallen out last wo days"), pelvic pain ("pain form migrated implant/ pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine haemorrhage, device expulsion, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device expulsion, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: as per mr: the implant on the right side is in the correct place. She had brought in the essure device that had been expelled from the tube. It had fallen out last wo days. Then she went back and had another coil placed. Postoperative diagnosis: 1 persistent abnormal uterine bleeding despite medical management. Discrepancy noted in date of insertion (B)(6) 2006 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: the left device had been expelled into the uterus, it did not look like it was anywhere near the fallopian tube, the right side looked like a little less than half of the inner coil was trailing into the uterine cavity.. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event device dislocation updated to " device expulsion" and downgraded to non serious incident. New event added: event unusual bleeding updated to abnormal uterine bleeding and marked as ms/ir. Lot number, medical history, lab data, patient date of birth, insertion date ,patient demographic, reporter information were added. On 14-oct-2020: pif received: events: unusual periods added. Reporter information was added. Rcc updated. Fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pain from migrated implant') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain form migrated implant/ pain"), abdominal pain lower ("cramping") and genital haemorrhage ("unusual bleeding"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps, bleeding genital, spotting vaginal, uterine bleeding and cystoscopy. Previously administered products included for an unreported indication: depo-provera, percocet, neosporin, toradol and cytec. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("he left device had been expelled into the uterus/she had brought in the essure device that had been expelled from the tube/it had fallen out last wo days"), pelvic pain ("pain form migrated implant/ pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine haemorrhage, device expulsion, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device expulsion, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: as per mr: the implant on the right side is in the correct place. She had brought in the essure device that had been expelled from the tube. It had fallen out last wo days. Then she went back and had another coil placed. Postoperative diagnosis: 1 persistent abnormal uterine bleeding despite medical management. Discrepancy noted in date of insertion (B)(6) 2006 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: the left device had been expelled into the uterus, it did not look like it was anywhere near the fallopian tube, the right side looked like a little less than half of the inner coil was trailing into the uterine cavity.. Lot number: 620722 manufacturing date: 2006-05 expiration date: 2008-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pain from migrated implant') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain form migrated implant/pain"), abdominal pain lower ("cramping") and genital haemorrhage ("unusual bleeding"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.